Event description:
Date of implant: (B)(6) 2021. The doctor noticed the trailing haptic was separated at the tip just after iol insertion. The doctor didn't explanted the iol since he considered there will not be any problem about iol stability in the eye.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d9 - device available - corrected to yes. H3 - device evaluated - corrected to yes. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The injector and haptic piece were returned. The haptic was separated at the acrylic part of the haptic tip. Appearance check result was consistent with reported information. The dye test result showed the injector tip was properly coated. Proper coating allows the lens to be advanced. We could release a re-installed iol from the returned injector without any problems. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6) ; model: 255). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Date of implant: (B)(6) 2021. The doctor noticed the trailing haptic was separated at the tip just after iol insertion. The doctor didn't explanted the iol since he considered there will not be any problem about iol stability in the eye.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product complaint investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.